Event description:
Customer reports via phone that during urology stone removal procedure, the system table movement failed. Staff moved the pt to another room where procedure was completed without further incident. Customer provided not further pt or procedural info, other than to say the pt is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) investigated reported intermittent crash condition, pot b error and found the display on tube shroud was not functioning and table movements for tilt, tube arm / image intensifier and park are were ot functioning; fse troubleshot system and replaced the 24vdc power supply per service instructions kit and replaced the blown f5 (5a, slow blow) fuse on the power control board. Unit returned to full service.